Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and increased counts to the sensing integrity counter (sic). Additionally, oversensing was noted on the right atrial (ra) and rv channels, which was assumed to be indicative of electromagnetic interference on the implantable cardioverter defibrillator (ICD). The rv lead and ICD remains in use. No patient complications have been reported as a result of this event.